Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was currently receiving baclofen with concentration 2000 mcg/ml at a dose rate of 100 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that they were in the middle of a normal elective replacement indicator (eri) pump case. They were doing a normal eri pump replacement and did a back table prime. The hcp then went to aspirate and was unsuccessful. The hcp wanted to replace the entire catheter. After they replaced the catheter, they were able to successfully aspirate and the hcp wanted to prime the catheter. It was noted that there was no issue with the patient¿s device or therapy. However, it was further indicated that the hcp was unsure whether the patient was getting drug after discovering the catheter couldn't aspirate. Additional information was received via a company representative on 2020-jun-19. The patient¿s name and date of birth was clarified. The patient¿s weight was unknown. The company representative reported that the surgeon did not want to be contacted by the manufacturer for any reason. It was noted that there was no issue with the replacement catheter. At the time of the procedure, the company representative was considering the additional .06 for the catheter access port (cap) that is added, which was not done with the model 8840 clinician programmer. It was further noted that there was no issue of underdose seen or reported. It was noted that the catheter would not be returned to the manufacturer for analysis as it was not believed to be a defective product. The cause of the inability to aspirate was unknown. It was noted that the information provided was confirmed with the physician/account. On (B)(6) 2020 the company representative further reported they were not sure if they damaged the catheter when they opened the pocket to change the pump. On (B)(6) 2020 the company representative further clarified that the healthcare provider was not initially planning on aspirating the catheter, so a back table prime was performed. The catheter however looked like it was cut so they then aspirated and found out it was not patent. It was further noted that there was concern that they had cut the catheter when opening the pocket. The catheter was therefore replaced. Aspiration of the new catheter was successful. No patient symptom was reported. No further patient complications have been reported as a result of this event.